Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated .

Event description:
Related manufacturer reference number: 1627487-2021-15638. It was reported patient suffered a fall and leads t12 and s1 leads got migrated, which was confirmed via x-ray. Patient lost stimulation in those leads. Asa result to address the issue patient underwent surgical intervention wherein bot the leads were explanted and replaced. Effective therapy was restored.